Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the peripheral artery. A 1.50mm rotablator rotalink plus and rotawire were selected for use. During the procedure, it was noted that the burr stalled twice before seizing up on the wire. The burr and wire were removed as one unit, and the procedure was completed with an alternative device. The wire had sheered. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). B3. Date of event: date of event was approximated to (B)(6) 2025 as the exact event date was not reported. Device evaluated by manufacturer: the complaint device was received for analysis. A visual examination of the device found that at 66.5cm from the distal end of the sheath, the sheath was torn. When disconnecting the advancer from the burr catheter at the handshake connection to aid in wire removal, the wire was not visible despite being visible on both proximal and distal ends of the rotalink device indicating a fractured wire. Both portions of the wire were removed without issue or resistance. The sheath and saline infusion line contained blood. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline and blood within the device. It was considered likely that the presence of dried saline interfered with the device's ability to rotate during analysis leading to a device stall. A microscopic examination of the device found no further damage or irregularity. When the rotalink advancer was connected to the rotablator console control system and the foot pedal was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled. No other device issues were identified during returned product analysis.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). B3. Date of event: date of event was approximated to 01/01/2025 as the exact event date was not reported.

Event description:
It was reported that the burr became stuck with the guidewire. The target lesion was located in the peripheral artery. A 1.50mm rotablator rotalink plus and rotawire were selected for use. During the procedure, it was noted that the burr stalled twice before seizing up on the wire. The burr and wire were removed as one unit, and the procedure was completed with an alternative device. The wire had sheered. There were no patient complications reported.